Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose was 139 mg/dl within 10 minutes, greater than 20%, per reported issue notes. Patient did not experience any adverse events. No further information has been reported.